Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the clinician who performed the refill assumed some variance of the 7 cc extra was injected into the pocket at the time of refill. It was assumed the patient experienced an uneventful pocket fill of 7 cc on (B)(6) 2017. The assumed pocket fill was not confirmed and the pump was functioning normally.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (15.0 mg/ml at 10.491 mg/day), clonidine (70.0 mg/ml at 48.959 mg/day), baclofen (65.0 mcg/ml at 45.462 mcg/day), and bupivacaine (10.0 mg/ml at 6.994 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease. It was reported pump aspiration on (B)(6) 2016 revealed a pump reservoir volume discrepancy. The expected aspirate was 8.0cc and the actual aspirate was 0.6cc. The patient reported no adverse clinical outcome. No action was taken as an intervention. The patient was brought back in on (B)(6) 2016 to check the aspirate volume and was found to be within normal limits. The hcp assumed the patient experienced an uneventful pocket fill of 7cc on (B)(6) 2016. The outcome was noted as resolved without sequelae on (B)(6) 2016. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.